Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or deice performance allegation can be performed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery due to scrotum infection. It is unknown if the device caused or contributed to the patient complications. The ipp device was removed and the wound was washed out. Antibiotics were administered, and the device was replaced with a malleable penile prothesis (mpp). It was said that the patient is expected to fully recover.